Event description:
"During implant placement, the op5 insert was used. This was a new insert and had not yet been used. The piezo insert tip broke 11 mm deep into the bone. Due to this, the doctor had to remove additional bone to remove the tip. This also resulted in the surgery time being longer to remove the insert tip."

Manufacturer narrative:
The event happened during an implant placement procedure. The broken insert tip fragments was retrieved from the surgical site without harm to pt. The insert arrived to the manufacturer, mectron s.p.a., for more investigation. The op5 insert was visually inspected by technician of mectron s.p.a. And no abnormalities were noted (no scratching and deformation were found on the broken insert that could trace the breakage back to a material crack/defect). The lot number of the insert is 1008 corresponding to the manufacturing date: 10/2008. The data contained in the casting certificate relative to the material by which the subject insert lot was manufactured are in conformity with the insert design requirements. Several factors may contribute to the insert breakage such as an excessive pressure applied, an incorrect technique and leverage made with the insert during the surgery, or the handpiece was activated while the insert in contact with the part to be treated. User technique may have contributed to the event. All of these factors may create stress on the insert material and affect the durability of the insert. Based upon the info received, determination of whether the event was caused by use factors cannot be made. Additional info from the importer report: (B)(4): op5 insert tip - accessory to piezosurgery bone cutting device, product code: dzi. (B)(4).